Event description:
Sponge began to fray within an open cavity during surgery.

Manufacturer narrative:
There has been a total of (B)(4) units sold from february 2020 through february 2022 with a sales/complaint ratio of (B)(4). There have been 0 complaints during the time frame in which the report was ran using the same reason code or part number as the reported. Complaint reports are trended and managed through corrective and preventative action system. The root cause is undetermined at this time. There are no planned corrective actions. If more information becomes available, this complaint investigation will be reopened and follow up submitted. As of today this complaint is considered closed.